Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected at the distal marker band. No marker band damage was detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.